Event description:
The customer reported that a pt missed a medication due to an icip malfunction.

Manufacturer narrative:
The customer reported that a pt missed a medication due to an icip malfunction. There was no reported adverse impact from the missed medication. Philips has not yet ruled out that there was a malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).